Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1018233. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-02-01. Medical device lot #: 1025373. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-01. Medical device lot #: 1082985. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-04-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was oil gel globules. This event was reported to have affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found to have an additive abnormality issue." Additional information (B)(6) 2021: the description of the incident was updated as follows: "the yellow tube blocked the biochemical analyzer causing an alar. Floating oil cause."

Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or profile: it was reported when using the bd vacutainer® sst blood collection tube there was oil gel globules and discolored/abnormal additive form. This event was reported to have affected 7002 devices. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found to have an additive abnormality issue." Additional information 12/10/21: the description of the incident was updated as follows: "the yellow tube blocked the biochemical analyzer causing an alar. Floating oil cause." H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules or additive abnormality were observed. Lot 1018233,1025373, 1082985 each 30pcs retained samples were tested on additive amount, all result meet the product specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules or additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was oil gel globules and discolored/abnormal additive form. This event was reported to have affected 7002 devices. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found to have an additive abnormality issue." Additional information 12/10/21: the description of the incident was updated as follows: "the yellow tube blocked the biochemical analyzer causing an alar. Floating oil cause."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1018233. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-02-01. Medical device lot #: 1025373. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-01. Medical device lot #: 1082985. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-04-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was oil gel globules. This event was reported to have affected 7002 devices. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found to have an additive abnormality issue." Additional information (B)(6) 2021: the description of the incident was updated as follows: "the yellow tube blocked the biochemical analyzer causing an alar. Floating oil cause."